Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was reported that hair found inside the chamber. Found during use. Neither patient nor user were harmed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and one video were provided to our quality team for investigation. Upon visual inspection, a hair was observed within the expansion chamber, verifying the reported concern. A device history review was completed for lot 2503103. No deviations or non-conformances were identified during manufacturing that could have contributed to this issue. Three retained samples from the same lot were examined, and no hair or other contamination was found in any of the units. This product is manufactured in a clean room maintained under positive pressure to minimize the introduction of foreign material. Final products in this manufacturing line, for this reference, are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were identified during these inspections. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. Although no direct issues were identified, we have identified the root cause as related to personnel failing to follow proper gowning procedures, allowing a hair to enter the product during assembly. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.